Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem.? Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report an infusor in which the device had a leak. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The device was filled in (B)(4) with flucloxacillin. There is no further complaint information available.